Manufacturer narrative:
Information was received via published literature. Evaluation summary: the journal article suggested that pelvic lysis revisions may have been due to back side wear of the liner. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information. However, no information has been received to date. A definitive root cause cannot be determined. Evaluation: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient was revised due to pelvic lysis.